Event description:
A ventilator was returned to the manufacturer for preventive maintenance. During the evaluation of the device by the manufacturer the lcd screen was black and unable to be viewed. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for preventive maintenance. During the evaluation of the device by the manufacturer the lcd screen was black and unable to be viewed. The device's lcd screen was replaced to address the issue. The lcd screen was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd screen functioned as designed and operated without issue or error codes.